Event description:
It was reported that a physician was in a patient's room when the staff observed the patient's spo2 level had dropped and the audible alarm on the solar 8000m monitor was not sounded. The hospital could not confirm if a visual alarm was provided. The patient was reported to be re-animated and survived the event. The physician was in the patient's room and there was no delay in treatment. There were no clinical information center (cic) log files or bedside monitor printouts to confirm whether the solar 8000m alarmed for the event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown.